Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30700692l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a steam pop and cardiac tamponade requiring a pericardiocentesis. After the procedure, cardiac tamponade was found and drainage was performed. Additional information was received on the event. The physician assumed the cause of the tamponade was the pop during the ablation of cavotricuspid ishmus (cti). The patient outcome was fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event but the patient was already discharged from the hospital. The generator used in the case was smartablate. A transseptal puncture was performed with a rf needle. Force visualization features used were real time graph; dashboard; vector; visitag with tag index. On follow up the patient was recovered and discharged.

Manufacturer narrative:
Additional information was received on 11-may-2022. The patients weight is 65 kg. The patient did not require extended hospitalization because of the adverse event. An irrigated catheter was used in the event and the flow settings were pre 1sec, post 2sec. The correct catheter settings was selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability range2mm time3sec fot25 %, tag size 3mm and no additional filter was used with the visitag. Therefore, updated d 10. Concomitant medical products and therapy dates, a 4. Weight of the patient and a 4. Weight unit fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).